Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator . It was reported that the patient a seizure 3-4 weeks ago which caused them to injure the right side of their lower back and their knee. Information from the consumer indicated that the patient was using pain medication and was not interesting in getting their device working again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.